Event description:
As reported by the user facility: the crna started an IV. As she pulled the needle out and the safety mechanism did not cover the entire needle, she was stuck. Reference MFR # 9610825-2013-00168.